Event description:
A customer reported an issue where the touchscreen on their pump was unresponsive, and they could not interact with it. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided instructions for a pump reset, which the customer performed, successfully resolving the issue as they were then able to interact with the pump screen.